Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 1 minute, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) e1 - initial reporter city: (B)(6). Device evaluated by MFR. : returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a pinhole 2.4cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 1 minute, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.